Event description:
It was reported that during an unknown procedure, it was observed that the knife moved to the distal end after firing but did not return automatically. Knife reverse button did not work. They used manual override to open the jaw and removed the device. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 6/22/2026 d4: batch # unk additional information was requested, and the following was obtained: - were there any issues with the staple formation? No - did the device fully fire? Yes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.